Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the first three staples were observed to be misaligned. The stapler was returned with 38 staples remaining in the cover block. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was performed on the frame and trigger components. The inner width of the frame measured .505", which does not meet the minimum specification of .520". The width of the trigger measured .471", which exceeds the maximum specification of .457". The width of the trigger at the protrusion which contacts the cover block component measured .492", which exceeds the maximum specification of .470". A non-conformance was opened to address the fit issue resulting from the trigger and frame components being out of specification. Upon full engagement of the trigger, the trigger became stuck in the frame. Excessive friction was observed between the trigger and frame components. The customer report that "when operating, after pressing the stapler handle, the handle got stuck and won't spring up smoothly" was confirmed. The device was disassembled. The trigger component of the complaint sample was placed into a lab inventory stapler. The device functioned properly. Next, a lab inventory trigger component was placed into the complaint sample. Again, the device functioned properly. The interaction between the complaint sample trigger and complaint sample frame was observed to be responsible for the reported issue. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared misaligned. Upon full engagement of the trigger, the trigger became stuck in the frame. Excessive friction was observed between the trigger and frame components. The customer report that "when operating, after pressing the stapler handle, the handle got stuck and won't spring up smoothly" was confirmed. The width of the frame and trigger components were measured to be out of specification. A device history record review was performed, and no relevant findings were identified. A non-conformance was opened to address the fit issue resulting from the trigger and frame components being out of specification. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when operating, after pressing the stapler handle, the handle got stuck and won't spring up smoothly". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when operating, after pressing the stapler handle, the handle got stuck and won't spring up smoothly". No patient harm or injury. The patient status is reported as "fine".